Event description:
It was reported that the customer was hospitalized several times due to high blood glucose. Caller stated that the customer disconnected himself from the insulin pump and did not treat for high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.